Event description:
The hosp maintenance person called to report that the manual hi lo drive broke while they were rasing the bed and the bed fell to the lowest position. He stated the bed only fell 2 inches when the failure occurred. Replacement of the hi lo drive will resolve the issue. There were no reported adverse events associated with this product problem.